Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that the screw of the a2079 base unit assembly broke on an unspecified date. The device was in contact with the patient but there was no patient injury reported. The customer stated that she was left a note from the night shift staff stating to organize repair of the broken screw of the mayfield. The customer guessed that the issue must have happened either before the surgery or after the surgery when dismantling the system. The event did not lead to an increase in surgery time.

Event description:
N/a

Manufacturer narrative:
Preliminary failure analysis to identify root cause performed by photo provided by customer. Photo confirms broken knob. Knob is broken in the shaft away from the thread. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Root cause is not known, however location of breakage appears to indicate device was dropped or impacted.